Event description:
Device report from synthes reports an event in italy as follows: it was reported that on (B)(6) 2022, the surgeon inserted an 8x40 cortical fix screw and after hearing a strange noise, removed the screw. Once it came out, the tulip head was dismembered from the stem. In the same surgery, and on the same level (l3), another identical screw (same size and same lot) broke the tip of the insertion screwdriver while being inserted. According to the surgeon, the patient's bone was particularly hard. The surgery was completed successfully but delayed 45 minutes as a result of this event. No further information is available. This report involves one viper system fenestrated cortical fix polyaxial screw 5.5 x 8 x 40mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product codes: pml. Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d3, h4, h6. A review of the receiving inspection (ri) for mis ti cfx fen poly 8x40 was conducted identifying that lot number tbbsg released in one batch. ¿ batch1: lot units were released on 15 may 2012 with no discrepancies. Supplier: tomz corp. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that mis ti cfx fen poly 8x40 had screw head component broken from the screw shaft. The screw shaft was received in the evidence provided. A dimensional inspection for the mis ti cfx fen poly 8x40 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the mis ti cfx fen poly 8x40 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -viper cortical fix fenestrated screw assembly, 7, 8, 9 & 10mm drawing: 887031302 rev. H / rev. C dimensional inspection: n/a device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.